Event description:
Patient reported she can't start the pump. Patient stated pump starts with an e8 (power interrupt) error message after changing the battery; unable to confirm the e8 message because the ok button does not work. Patient reported the rubber from the ok button is defective. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).